Manufacturer narrative:
Method: risk assessment, complaint history analysis, manufacturing record review, visual inspection. Results: there was only a small delay in the surgery to recover the broken pieces and it was confirmed that none were left in the patient via an x-ray. This is the first report for this catalog number; however a CAPA was initiated in 2010, for similarly designed handles. That CAPA resulted in a design change. This product has subsequently been added to the CAPA. The manufacturing record of this product was reviewed and there were no deviations. The product was returned disassembled and it was noted that one internal ball was missing. The spring was found slightly deformed, but otherwise all dimensions were conforming. Conclusion: the only way to disassemble the handle is to disengage the locking c-ring from its groove. Aggressive cleaning methods may lead to spring deformation and the type of failure seen in this event.

Event description:
It was reported that the t-handle broke during connecting with the shaft. Inner parts (ball and spring, etc) were came out from the t-handle. It was very dangerous if the parts fell into the patient body. In this operation, all parts the surgeon could confirm were removed from the patient body. (Please check if all the parts are there in shipped product.) The t-handle and shaft were used as pedicle marker. Spare product was used instead of broken t-handle.